Event description:
It was reported that during central processing, the conductor wire insulation of the fenestrated bipolar forceps (fbf) was damaged, and the internal wire was exposed. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during central processing. When the fbf instrument was used during the last procedure, the fbf was inspected with no issue. It was unknown if the instrument collided with the other instrument or tool during the procedure. After the last procedure, the fbf was inspected again, and no issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The wires were found to be exposed within the insulation. The instrument passed the electrical continuity test. The root cause of this failure was attributed to component failure. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the provided image was performed by an isi fae. The following additional information was provided: there was damage to the insulation, and the wire was exposed. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.